Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2011 and (B)(6) 2012 by phone, fax, and mail. A completed questionaire has not been received. (B)(4). This report was mailed to FDA on: (B)(4) 2012. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she is "not seeing well" and that her vision is "cloudy/muddy". She reported that she "could see better with cataract". She reported using medication (eye drops) which is not helping. Additional information has been requested.